Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during interrogation of this pacemaker system, a heart rate of 20 beats per minute was observed on the monitor. The field representative indicated observing several occurrences of not tracking p waves and stated that the patient had an adequate underlying rhythm; however, these occurrences were neither observed nor sent to technical services (ts). Sensing and threshold appeared to be within normal limits. Ts indicated that there were no device related findings that would allow the heart rate to decrease to this level. The strips did not provide sufficient information for ts to determine the cause and indicated this could be due to loss of right ventricular (rv) capture, rv oversensing or intermittent loss of right atrial (ra) capture. A root cause has not been provided at this time. This ra lead remains in service. No additional adverse patient effects were reported.